Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the severely tortuous left anterior descending artery (lad) which was 52mm long with a reference vessel diameter of 2.75mm. After several attempts in order to pass across a 2.75x32 omega stent, longitudinal deformation was noted in the stent. The stent was implanted. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.